Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device ¿ 1 year and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was at home and low flow and pump stop alarms occurred while the pump was supported by the mobile power unit. The patient was asymptomatic. The patient went to the hospital where the same situation was observed with the power module and patient cable. No alarms occurred when the system controller was connected to batteries. The external portion of the percutaneous lead (driveline) was checked and no damage or kinks were found. A non-grounded patient cable was requested for use while on a/c power support. The patient was placed on the high emergency heart transplant list. No further information was provided.

Manufacturer narrative:
The evaluation of the submitted system controller log file confirmed the reported pump stoppages. Multiple low speed events and pump stoppages were captured on (B)(6) 2017. The events captured were associated with driveline disconnected, low speed advisory/hazard, and low flow hazard alarms as well as elevations in pump power up to 10.4 watts. The events captured only occurred while the system was connected to the mobile power unit or the power module and appeared consistent with a potential driveline wire compromise; however, the suspected driveline wire damage could not be confirmed because the device was not available for evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient received a heart transplant on (B)(6)2017.